Event description:
Additional info provided by the nurse indicated the haptic was damaged prior to implantation into the pt's eye. The lens was not inserted. The incision was enlarged to facility placement of a different model lens.

Event description:
A nurse reports that the intraocular lens (iol) haptic detached during insertion. The incision was englarged to accommodate removal of the iol.